Event description:
Patient reported "appears to be rupture of the right implants with slightly irregular deflated contour". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, g.3.

Event description:
Healthcare professional additionally reported patient "right side feeling soft, bulgy" and ¿feeling unwell¿. The following event is not considered device related, ¿dizzy¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "appears to be rupture of the right implants with slightly irregular deflated contour". The device remains implanted.